Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded due to clavicular crush at 32.5 cm to 34.0 cm from the connector pin. The outer coil was stretched and the filars were fractured at the same location.

Event description:
It was reported that the right atrial lead dislodged and exhibited low impedance. The lead was explanted and replaced.